Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele and the patient underwent the concurrent procedure of pelvic floor repair. The patient underwent follow-up surgeries to rectocele in 2009 and 2010. It was reported that patient underwent mesh revision on an unknown date followed by another surgery on (B)(6) 2010 for resection of vulvar fourchette lesion, exteriorization of the vagina and closure of the defect. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.